Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that during insertion of intra-aortic balloon (iab) guide wire became stuck and would not advance into the catheter and the surgeon immediately replaced the iab. The patient was a post-operative mvr(mitral valve replacement) and has ventricular dysfunction. There was no reported injury to the patient.

Event description:
It was reported that during insertion of intra-aortic balloon (iab) guide wire became stuck and would not advance into the catheter and the surgeon immediately replaced the iab. The patient was a post-operative mvr(mitral valve replacement) and has ventricular dysfunction. There was no reported injury to the patient.

Manufacturer narrative:
The iab was returned with the membrane loosely folded. No blood was visible on the catheter. The original guide wire was not returned for evaluation. The technician attempted to insert a laboratory 0.025¿ guide wire through the inner lumen and was able to successfully insert the guide wire. No obstructions were felt. The reported event cannot be confirmed by the evaluation. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. (B)(4).